Event description:
It is reported that the patient was revised due to an unknown reason.

Manufacturer narrative:
Evaluation summary: neither x-rays nor operative notes have been provided, therefore the component fit and orientation as per the surgical technique are unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.